Manufacturer narrative:
Steris made multiple attempts to obtain information regarding the reported event from the user facility however, the user facility has not responded. As the user facility has not responded and the subject device was not returned for evaluation, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported via medwatch: mw5171758 that their verify steam integrating indicators are giving "inconsistent results." No report of injury.